Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller. The lead will remain programmed to bipolar configuration and the lead safety switch (lss) was programmed off. The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited pacing impedance measurements greater than 2500 ohms on the atrial channel in unipolar and bipolar configurations. Noise was observed in unipolar configuration but was eliminated when programmed back to bipolar configuration. No adverse patient effects were reported.